Event description:
It was reported that after losing a stent in vivo, the stent delivery system and the guide wire were removed together. It was then noted that the wire tip had separated and was present in the femoral artery along with the lost stent. The pt was sent to vascular surgery for removal of stent and guide wire tip. The device was discarded by the user facility.